Event description:
Organisms tested: 10 gram negative organisms sent in the breakpoint implementation tool pack from cap. Documented to be resistant to meropenem. 3/10 organisms (e. Coli, morganella, citrobacter) gave false susceptibility results on phoenix. Tested twice on phoenix (bd) instrument. Phoenix reporting as sensitive both times. The organisms were tested on three other systems (etest, disk diffusion and trek micro dilution panel) in parallel. All these three methods produced correct results of meropenem resistant.consequence of this finding: we can no longer report susceptible meropenem results from phoenix for enterobacteriaceae. We are setting up kb disk diffusion in parallel. Extra work for techs. Extra cost for the lab (reagents, plates etc). We are ok to accept meropenem intermediate or resistant results from phoenix for the enterobacteriaceae.